Manufacturer narrative:
The customer's report that the vent was failing was broken into two categories upon testing of the device, one for 02 failure/fi02 failure messages that were attributed to an integrated circuit on the central processor unit board. One for the breath rate being stuck at 50 breaths per minute which was observed during initial testing. However, could not be duplicated after disassembly and reassembly of the device. The device was unable to be repaired, could not be recertified and returned to the customer labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the vent is failing. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.